Event description:
The customer reported a paddle fault problem and a red x. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported a paddle fault problem and a red x. No pt involvement was reported. The customer reran the op check which cleared the issue. The customer then ran the op check several more times, finding no trouble with the device. The symptom could not be reproduced. As of (B)(6) 2012, the customer has not called back regarding this device. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.